Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead. (B)(4) pertain to product ID: 3531, serial# unknown, product type: external electrical stimulator. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that expectations were not met and the patient rated the evaluation a 1 and seemed to have had a worsening of symptoms; action/interventions taken to resolve the issue included changing the program. Additional information was received one day later. There was blood near the lead wire, the patient was very sick to their stomach, and thought the lead moved and got tangled in their nerves which was why they felt sick; the patient rated the evaluation a 2. Actions/interventions taken to resolve the issue included increasing stimulation to a comfortable level. Additional information was received on 2017-jul-16. The patient¿s symptoms were getting worse. Additional information was received one day later. Since the evaluation, the patient had not had a bowel movement; they spoke with their doctor and was told to take magnesium. Additional information was received on 2017-jul-18. The patient was still constipated, in pain, and was unhappy with not knowing their colon would be affected so much; it was noted things were much worse than they were before the evaluation. Additional information was received two days later. The patient had colon problems and issues, but was getting them fixed. Additional information was received on 2017-jul-23. The patient was still constipated and rated the evaluation a 3; they wanted the lead taken out. No further complications were reported/anticipated.